Manufacturer narrative:
An event regarding range of motion involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed, as the device remains implanted. Clinician review: no medical records were received, for review with a clinical consultant. Product history review: could not be performed, as the device lot details were not provided. Complaint history review: could not be performed, as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined, because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported, through the stryker facebook page. "I'm fours years, had it done aug 2019. In the healing time, I noticed I would get stiff and tight. I would do my pt exercises in the morning and evening at home. And in the afternoon, I went to the pt office and did them there. The more I moved, stretches and used it the better it got".